Event description:
Boston scientific trapezoid rx 2.5 cm retrieval basket, plastic sheath covering metal part of device noted to be peeing off when removed from scope. No defects noted prior to insertion into scope.